Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week post implant that the leadless implantable pulse generator (ipg) exhibited an "equipment failure". The patient is now deceased.